Event description:
It was reported that this right ventricular (rv) lead had dislodged approximately four months after implant. This rv lead was explanted and replaced with a new rv lead. No additional patient adverse effects were reported.